Event description:
The customer reported that the device failed to deliver the third shock to a pt after two successful shock deliveries. The users switched to a different defibrillator to deliver the third shock and they reported that there was no impact to the involved pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.